Event description:
The hcp reported the patient's pump was pushing out of the patient's skin and was now visible in the upper right hand corner of pocket, but the patient was showing no signs/symptoms of withdrawal and the pump seemed to be working fine. The patient was admitted to the hospital because the patient started to show signs of infection: pus draining from the open wound and an elevated wbc (result 13.9; date not reported), but no fever. The pump was programmed to deliver lioresal (500 ug/ml) at a rate of 232.61 ug/day. Additional information has been requested, a follow up report will be submitted if additional information becomes available.